Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, on (B)(6) 2010, the patient returned to the physician with paresthesia to the anterior portion of the right thigh. The patient had no popliteal pulse; however, did have pulses in her feet. The artery-brachial index (abi) was .05 referred to by the physician as "short vocal occlusion". The patient was set up to see a the vascular surgeon for an angiogram on (B)(6) 2010, but called on (B)(6) 2010 and canceled the appointment. To date the patient has not rescheduled the appointment. There were no reported adverse patient sequelae. Though requested, no additional information was provided.